Event description:
Related manufacturer reference number: 2017865-2023-19684. It was reported that the patient presented in clinic for a follow up. Device interrogation revealed noise oversensing on the right ventricular (rv) lead and atrial (ra). Programming changes were performed to resolve the issue. The patient was in stable condition.

Event description:
New information noted that he right ventricular (rv) lead and atrial (ra) were explanted and replaced. The patient was in stable condition.